Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly and determined that the root cause was a cracked capacitor, designator. The customer received a replacement device.

Event description:
It was reported that the device was displaying all the service indicators, and it would not operate on battery power. There was no patient use associated with this event.